Event description:
The sjm representative follow-up on this device which reported an increase in the high voltage impedance following a three month post-op induction test. The stored egms from the three month post-op induction demonstrated successful induction followed by proper detection and device therapy, all the real time measurements appeared normal. However, when a capacitor maintenance was performed, the patient did not convert and had to be externally rescued. Subsequent charging exceeded 30 seconds and noise was present on the egm. It was recommended that the device be replaced and the lead inspected. The entire system was explanted.